Event description:
It was reported that the left ventricular (lv) lead was explanted due to unknown issues. Another device was implanted successfully. There were no reported adverse patient effects.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields b5:describe event or problem, h6:patient code, h6:device code, h6:impact code, along with any other relevant fields have been updated.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to unknown issues. Another device was implanted successfully. There were no reported adverse patient effects. Additional information received confirmed the lead was explanted due to the patient not responding to crt therapy with the location of the lv lead. A new lv lead was implanted. During the extraction there was a small pericardial effusion with no significant effects to the patient. The tip of the lead would not retract from the cardiac vein causing the wire to stretch and not dislodge. This required the lead to be cut form the wire to perform the extraction and the wire tip remains in the cardiac vein. The lead will be returned for analysis. There were no additional adverse patient effects reported.